Event description:
It was reported that during the course of a procedure, the sonopet console 110v was overheating. There was a 30 minute delay in procedure while the unit was exchanged for a backup device. No adverse consequences and no medical intervention were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported that the irrigation wheel had intermittent rotation, presenting a condition where the system could have insufficient irrigation to control the temperature of the handpiece.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The reported event of overheat was not duplicated; however it was confirmed during service evaluation when the irrigation wheel was intermittently running. During component inspection, it was found the irr/pv assembly needed to be replaced. Based on the instructions for use and the risk documentation, a lack of irrigation is known to cause the sonopet system to overheat.

Event description:
It was reported that during the course of a procedure, the sonopet console 110v was overheating. There was a 30 minute delay in procedure while the unit was exchanged for a backup device. No adverse consequences and no medical intervention were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported that the irrigation wheel had intermittent rotation, presenting a condition where the system could have insufficient irrigation to control the temperature of the handpiece.